Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cerebrovascular accident (stroke). A study with trupulse¿ generator connected to the varipulse¿ catheter was completed without any issue. As the patient woke up from the anesthesia, he complained of a headache. The patient¿s daughter mentioned to the physician that this is a normal occurrence for him to wake up from anesthesia with a headache. In addition, the patient experienced nausea and vomiting. The physician ordered a CT scan and noticed a spot on the vermes of his cerebellum. Due to the depth of the spot the physician doesn't think this has anything to do with the procedure. Patient was stable, admitted for extended hospitalization and had been discharged. However, the patient was sent to rehab. Patient condition has improved. Pre activated clotting time (act) was 302 and act during the procedure was 279 at 12:43; 446 at 13:03; 406 at 13:21. One transseptal puncture was performed. There were 37 pulse field ablations. Correct catheter settings were selected on the generator and no issues with flow rate change at the start of ablation. Varipulse plus flow rate was implemented.